Manufacturer narrative:
Investigation not yet complete. Upon completion, the information will be provided in a supplemental report.

Event description:
The customer reported he mistakenly used the binaxnow covid-19 ag card extraction reagent.in his eye instead of eye drops while traveling. The customer flushed his eyes with water for 15 minutes. The customer used wet cold compresses on the eye. He has not experienced any issues with sight, the eye does not feel dry or itchy. The complainant stated that the eye is quite red and it looks as if he was pink eye. It does not feel like there is a foreign body in the eye. (B)(6) stated "the eye feels the same way as it does if you open your eye in a chlorinated swimming pool." No loss of vision, or blurred vision has occurred. No pain is present in the eye. The customer states he did not have access to a medical professional or treatment. The "pink eye" issue resolved after several days.